Event description:
It was reported that: "the pt received primary tha surgery in 2008. The pt was dislocated on six days later, and the surgeon tried closed reduction. However, the surgeon could not reduce a dislocation. The pt received the revision surgery on the next day, which revealed that the crossfire insert disassembled from the cup. The surgeon exchanged the insert.

Manufacturer narrative:
Na